Event description:
Doctor and the patient will consider re-operations at the next clinic in december.

Event description:
On (B)(6) 2013, it was reported that high lead impedance was observed on that day. The vns device was disabled (programmed off to 0 ma). No patient manipulation or trauma is believed to have caused or contributed to the high impedance. Review of the lead device history records confirmed all quality tests were passed prior to distribution. X-ray images were sent to the manufacturer for review. Generator placement appeared normal. Due to image poor image quality the following features cannot be visualized well and therefore cannot be confirmed: lead pin as fully inserted into the connector block, feedthru wires being intact and the lead wires being intact that the connector pin. The electrodes appear to be aligned properly. There appears to be a strain relief loop and bend present and they are per labeling. There was a portion of the lead body behind the generator that was unable to be assessed. A third electrode and cut off lead appeared in the neck area as well, likely from the original lead implant. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.